Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va35x1f); product type: 0200-lead; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient called to request assistance with how to turn therapy off. They said they were instructed by managing hcp to contact to request this assistance. Patient explained that "not long after" they had ins implanted they developed pain. When they went to the doctor's office about 2-3 weeks ago, an x-ray was done that showed a "loose wire" in the ins. Agent attempted to walk patient through connecting to ins, but handset would not turn on past "samsung" screen. When asked, patient said they had not charged the handset for about a week or 2. Patient plugged in handset while on the call and confirmed it was accepting a charge, but the battery charge percentage did not appear on the screen. Patient will let the handset charge and then call back for further assistance. Additional information was received from the patient on 2025-dec-30. They reported that their handset is charging very slowly and won't stay on. Patient confirmed only the handset is plugged in. Replacement request to replace adaptor set as a troubleshooting step. Additional information was received from the patient on 2026-jan-05. Patient called back with the replacement adaptor set and needed assistance with charging the handset. Patient's daughter was in the background assisting. Patient asked if they got the handset charged would that stop their pain around the ins site and they said it wasn't exactly at the ins site but rather all around it. Patient services reviewed external devices with the patient and caller and reviewed that the handset's charge would not have an impact on the patient's pain and walked the patient and the patient's daughter though charging the handset and then powering the handset on and connecting to the patient's settings. The therapy was off on program 7. Patient said they might have accidentally switched to program 7 and thought they might have been on program 4 initially. Patient switched back to program 4 and then started increasing the stimulation. Patient got up to 2.7 ma or so and patient wasn't feeling the stimulation. Patient said they believed their hcp had told them that their wire was "loose." Patient denied having had any falls or traumas that would have led to the patient 's issue. Patient services reviewed with the patient it might be best to turn the therapy off until they spoke with their hcp further about their pain and the current status of the lead wire. Patient said they would follow up with their hcp as soon as they hung up. Patient services walked the patient through ending their session and powering off their external devices. External devices were functioning as intended. Patient to continue charging their handset and call their hcp regarding their issue.